Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation contributed to the reported difficulty. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The additional proglide device reported is captured under a separate medwatch report. (B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via 8fr sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, the sutures of two proglide devices were deployed. The sheath was upsized to an 18fr sheath and the procedure completed. Post tevar procedure, hemostasis was not achieved. Surgical suturing was performed and it was noted that the knot of the first device had not caught the vessel at all and the second suture had not caught the vessel well. The artery was sutured closed to achieve hemostasis. A femoral angiogram was not performed. No additional information was provided.